Event description:
It was reported that the radiofrequency programmer head connector pin on the programmer was not making contact and therefore when the programmer head was placed over implanted heart devices there was no telemetry. The programmer has been returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment but found that the issue was with the radiofrequency programmer head, the connector on the link electronic module board had no visible defect even when examined with a microscope, however the programmer was found to be out of specification on software controlled gain, noise rejection and telemetry b uplink functional tests and therefore the link electronic module board was replaced and calibrated to resolve. Analysis also found that the system fan was intermittently noisy and it was replaced. (B)(4).